Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap (B)(4) that a ligature clip 12 mag.= 144 pcs (part # pl572t) was used during a procedure performed on (B)(6) 2021. According to the complaint description, the clip was damaged. The plastic site was damaged after the first fire during surgery. The complaint device has been returned to the manufacturer for evaluation. No patient complications were reported as a result of the event. Although requested, additional information has not been made available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Updated h6: based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file - no malfunction or serious injury. Investigation results: visual investigation: the investigation was carried out visually and microscopically. Here we detected a broken off latch, clip jam and a deformed slider sheet. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that there is one similar complaint filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 1(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: according to the quality standard and DHR files a material defect and a production error can be excluded. There are no hints of a pre- damage or something similar. Investigations lead to the assumption that the cartridge was engaged not completely or was damaged during inserting. If the cartridge is engaged not completely or was damaged during inserting, there is an impairment of product functionality. This could lead to deformed latches of the slider sheet, to clip jam and can cause the cartridge to jump off. Based upon historically grown product experience and due to different simulation regarding a cartridge which is engaged not completely, this leads to the described errors. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.